Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73g1800266. Investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that 1 ligation clip from ae05 ml applier was found unclipped/opened and removed from patient's body intraoperatively. The doctor then switched to a manual hemolok applier and claimed ligation clip is now properly secured. The doctor complained of danger of earlier unsecured clip from ae05 and asked for applier to be return to manufacturer for investigation with report. The doctor also gave video footage of the operation as aid to investigation findings and report.